Event description:
It was reported that during the beginning of a da vinci surgical procedure, the customer experienced system error codes #20005 and #20003. The patient had been administered anesthesia and ports had been placed when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error codes #20003 and 22005 were associated with the patient side manipulator (psm). The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error codes #20003 and #22005 appear when the da vinci safety system determines that the measured angular position of one or more robotic joints on the specified manipulator deviated from the commanded position by more than a specified tolerance. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state." The psm was returned to isi for failure analysis investigation. Engineering evaluation found that the cable tensioning of the psm to be out of specification, thus generating the system errors experienced by the customer. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.